Event description:
It was reported that, "the surgeon mistakenly implanted the insert with nrg ps femoral component."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.